Event description:
It was reported when using the bd pyxis medstation auxiliary system drawer was not detected. On the bus with a black monitor screen, preventing user access to medication. The customer added that they retrieved medication from other pyxis system. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, d9, e3, g1, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station had no power to the main due to a faulty auxiliary 2.1 drawer board. The field service engineer replaced the drawer board as well the module controller card. In addition to that, the storage space has been configured to resolve the reported issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system failed to detect the drawer on the bus, resulting in a black screen that prevented users from accessing medications. The customer utilized an alternative pyxis station to find the required medication for patients and there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had no power to the main due to a faulty auxiliary 2.1 drawer board. A field service engineer replaced the 2.1 drawer board and the half-height module controller card, as well as configured the storage space to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.